Event description:
It was reported the customer received a button error alarm. Customer also stated their buttons were unresponsive after replacing their battery. It was also found the customer had a broken belt clip. The customer's blood glucose was 411 mg/dl. Customer had treated their blood glucose with manual injections. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.